Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the implant procedure, this right atrial (ra) lead was positioned with good parameters. Sensing was noted to be low but the patient was in atrial flutter. Later in the procedure this ra lead dislocated. Several attempts were made to reposition the lead, after which, helix extension/retraction difficulty was noted. This ra lead was extracted and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.